Event description:
During surgery, the md placed the endoclip device in place ready to staple a big vein. As it was closing, it misfired. Two staples came out of the device and crisscrossed with each other. This occurred upon initial use of the device in this surgery case. The device was immediately removed from the field and a new one obtained.